Event description:
It was reported that this right ventricular (rv) lead recorded high out of range shock impedance measurements. Technical services (ts) recommended to increase the out of range limit to 150 ohms and advised if the impedance values exceeded the 145 ohms. No adverse patient effects were reported. This rv lead remains in service.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.